Event description:
It was reported that on the quick look screen, the svt count was listed as 0, but episodes were seen under the data arrythmia episodes section. The clinician felt that this was very misleading, as these events occurred and should have been reported on the quick look screen. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.